Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 years and 5 months after the dental implant was installed in patient's mouth, and 1 year after prosthesis installation, it was verified its loss of osseointegration. The 50 ncm of primary stability was achieved and immediate load was not performed.